Event description:
The facility's coordinator of clinical engineering reported an infusion with an overinfusion found during pt use. The pump was programmed to infuse 2.5cc/hr, between 12 pm and 5pm, and the bag of 50cc's finished in about half the time. The pump showed that 30.5cc's of fluids were still in the bag, but the bag was actually empty. The pt was receiving chemotherapy treatment of the medication vincristine. No pt injury was reported, and no medical intervention was needed. No incidents reports have been filed on this pump since the last baxter service event.